Manufacturer narrative:
Subject device was disposed.

Event description:
It was reported that during a coil embolization procedure, the first coil perforated the aneurysm during deployment. Five coils were implanted in the aneurysm to stop the bleeding. The issue resolved with no residual effect. The physician believes that the event was caused by excessive insertion of the coil.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, aneurysm rupture is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that during a coil embolization procedure, the first coil perforated the aneurysm during deployment. Five coils were implanted in the aneurysm to stop the bleeding. The issue resolved with no residual effect. The physician believes that the event was caused by excessive insertion of the coil.